Event description:
It was reported that the pt did not have any benefit with her vibrant soundbridge. The external parts were checked and found functional. The reverse transfer function (rtf) did not give any signal. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as f/u report.